Manufacturer narrative:
The incident device was held by the facility and not returned to the manufacturer for testing. Visual inspection of non-released inventory and the device history record revealed no errors in manufacture of the syringe. Performance tests were completed on the in- house inventory of syringes and all functioned within specifications. Additional information has been requested from the user facility regarding the interaction of the patient with the device, as well as return of the incident device, however, no response has been received to date. It is possible that user technique or error contributed to or caused the reported device malfunction. The root cause of this incident is indeterminate.

Event description:
A manifold with a 3-ring syringe attached, allowed air to be injected into a patient's artery causing the patient a great deal of pain.